Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual analysis noticed helix deformation and elongation; elongated and deformation is consistent with having occurred during procedure. Further analysis performed found no anomaly. Longevity assessment found battery voltage above the elective replacement indicator (eri) voltage with appropriate remaining longevity.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp helix had stretched. The device was removed and replaced. There were no patient consequences.